Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the device was not able to complete a sensor warm up and was not receiving an error message. The transmitter was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. A transmitter functional test was performed and passed relevant testing. The share log data was reviewed and failed. The reported event of sensor warm up not completing and was not receiving an error message was confirmed. The probable cause is unrecoverable loss of connection. No additional event or patient information is available.